Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 1:45pm. Fifteen minutes prior to the start of the reported meter issue, the patient reportedly was experiencing symptoms of nausea, headache, and dizziness. According to the csr's documentation, ten minutes after the reported power issue occurred, the patient obtained a blood glucose result of "238mg/dl" with a secondary device. The patient manages her diabetes with insulin pump and according to the csr's documentation, at the same time after obtaining a blood glucose result with the secondary device, the patient administered an increase dose of 2.3 units of apidra as self-treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips with the subject meter. The alleged issue, however, remains unresolved. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Ten minutes after the reported power issue occurred, the patient obtained a blood glucose result with a secondary device and administered self-treatment with insulin at the same time afterwards.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.